Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 60/55 mg/dl, for level high were 236/252 mg/dl. The request control solution ranges are: level low30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass because patient did not returned her strips (the strip bottle we received from patient were empty), so we tested the same batch of retain strips (lot number:d160309-1) from our warehouse. The control solution test results of our retain strips for level low were 58/61 mg/dl; for level high were 292/284 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that the end user sought medical attention on (B)(6)2017 at 2:10 pm after receiving higher than normal blood glucose test from her prodigy diabetes meter. The end user experienced nervousness, stomach pain and a blood glucose reading of 598 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 96 mg/dl. No treatment was administered and after 20 minutes in the ER the end user was discharged with a blood glucose reading of 97 mg/dl. No further details were provided in relations to this medical event.